Manufacturer narrative:
Investigation results: no photos or samples were received in the columbus plant for evaluation therefore failure mode could not be verified and root cause could not be determined. A device history review was completed. 305311-6263912 convert to batch 8000595/ 6231918 - was produced on 8/31/16 with zero defects found. No sample given to investigate or confirm. No root cause identified without sample.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd integra¿ syringe retracting needle leaked out medication on the patient¿s arm. There was no report of injury or medical intervention needed.